Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not work. Therefore, the reported condition was confirmed. It was determined that was caused by a worn out motor. The assignable root cause was determined to be due normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a cochlear implant surgery, it was observed that the motor device attached to the console device made a clicking/movement motion. It was further reported that the foot pedal was not being used. The reporter stated that other motor devices were tested on the device and the same result was observed. However, when the motor devices were tested on a different console device, it was observed that the motor deices worked as expected. As a result, there was a fifteen-minute delay to the surgical procedure. A spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.